Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics not provided but patient was a child.

Event description:
The customer reported a leak at the distal end of extension set. A 24 gauge peripheral IV was started and after a flash was obtained in the catheter, q-syte primed with normal saline flush then attached to the smartsite extension set which was then primed with saline. The extension set was attached to the IV catheter and flushed without difficulty. There was an order to restart IV fluids and upon assessment 8-10 minutes after insertion, a large amount of blood was noted leaking. The fluids were paused and disconnected. When the site was flushed, it leaked blood and saline from the distal end of the extension set. A new q-syte was primed and connected to a t-connector extension set, primed, then connected to IV catheter and flushed without difficulty.

Event description:
The customer reported a leak at the distal end of extension set. A 24 guage peripheral IV was started and after a flash was obtained in the catheter, q-syte primed with normal saline flush then attached to the smartsite extension set which was then primed with saline. The extension set was attached to the IV catheter and flushed without difficulty. There was an order to restart IV fluids and upon assessment 8-10 minutes after insertion, a large amount of blood was noted leaking. The fluids were paused and disconnected. When the site was flushed, it leaked blood and saline from the distal end of the extension set. A new q-syte¿ was primed and connected to a t-connector extension set, primed, then connected to IV catheter and flushed without difficulty.